Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) displayed as high on the continuous glucose monitor (cgm). Customer reported high/large ketones that were identified as life threatening by health care provider (hcp). Cause was due to pump shutting down. Reportedly, customer went to the emergency room to address high bg and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue with no permanent damage to customer. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. Customer declined to provide any additional information and declined follow up from tandem technical support.